Event description:
The manufacturer received information alleging a port block occurred on a trilogy 100 device. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation and review of the device error logs, it was identified that errore-193 err perm fail int li ion was recorded, which indicates that the internal battery was not functioning. The device's internal battery was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement.